Event description:
It was reported that, during treatment, a iv3000 caused a chemical burn. It is unknown how the skin burn was resolved and the current status of patient's health.

Manufacturer narrative:
The device was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include an adverse reaction. No lot/serial number has been provided; therefore, a document review is not possible. A complaint history review found no further instances of the reported event. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.